Event description:
It was reported that the patient had neck pain and went to the emergency room. An MRI was performed without disabling the patient¿s generator. During the MRI, the patient had a major seizure, and the test was stopped midway through. The patient was later hospitalized due to increased seizure activity. Diagnostics were reportedly ok. The patient was later in the hospital again, and her device is depleted and not providing stimulation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - impact code :f2203.

Event description:
It was later reported that the patient had the vns replaced due to end of service. No other relevant information available at this time.

Event description:
Product analysis completed on suspect product. No other relevant information has been received to date.